Manufacturer narrative:
The service engineer (se) reported that the issue was duplicated. The se reported that the vibration dampening ring was repositioned then the issue was resolved.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the medical engineer, reporting that the v60 ventilator had a navigation ring that did not respond. There was no patient involvement when the issue occurred. No patient or user harm was reported.